Event description:
Paramedics responded to a person, condition unknown. The pt was connected to the device for external pacing. According to the rptr, pacing mode was initiated and pacing current was being adjusted to capture the pt's rhythm when the device stopped pacing and would not return. The pt was not resuscitated. The rptr indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending paramedic's assessement of the pt's viability.